Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the stylus was not working well on the screen and it was attributed to the overlay being out of specification in an electrical manner and the overlay was therefore replaced. It was additionally noted that the stylus cable insulation was breached and the power cord bay was broken. All found defective parts were replaced and all other identified issues resolved, and the nylon spacer was replaced as a preventive. (B)(4).

Event description:
It was reported that the programmer's touch screen was not sensitive to the touch pen and that some functions were not responding well. The programmer was returned for service. No patient complications have been reported as a result of this event.